Event description:
(B)(4) clinical study. It was reported that post a stent treatment procedure, patient death occurred. On (B)(6) 2010, due to 3 week history of dyspnea upon moderate exertion, the patient underwent cardiac catheterization. The lesion located in the proximal right coronary artery was 80% stenosed and 12mm long with a reference vessel diameter of 3.5mm. This was treated with pre-dilation and placement of a 3.50x16mm promus element stent and post-dilation. The subject was discharged two days later on aspirin and clopidogrel. On (B)(6) 2011, the patient present with dyspnea and target vessel revascularization. In-stent restenosis in the stent placed during the index procedure and was treated with a 3.5 x 18 mm non-bsc drug eluting stent. On (B)(6) 2011, the patient reported symptoms of dyspnea and was hospitalized from surgical treatment of a high grade aortic valve stenosis. Five days later, the subject underwent aortic valve replacement with placement of a non-bsc device. The patient was transferred to the intensive care ward following surgery with a high dose of catecholamines and volume replacement. The patient developed type 2 respiratory failure and was treated with a non-invasive ventilation therapy with a continuous positive airway pressure (CPAP) helmet due to which gas exchange treatment improved. Post-operatively the subject also experienced symptoms of acute renal failure and catecholamine therapy was increased. Three days post procedure, the patient experienced sudden onset of bradycardia with a drop in blood pressure and no cardiac output. Resuscitation measures were initiated but were not successful to restore adequate circulation. As a result that patient died due to pulse less electrical activity with 'suspected fulminant pulmonary embolism'. A post-mortem was not performed. As per the death certificate the direct cause for death was 'pulse less electrical activity with suspected pulmonary embolism as a result of status post aortic valve replacement due to aortic stenosis' and the underlying causes were copd, acute renal failure and diabetes mellitus.

Manufacturer narrative:
(B)(6). Device is combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).